Event description:
Repair center alleged - alarming / red light. Key failure - sieve is defective.per independent repair statement alarming or red light. Key failure was the sieve bed is defective. Additional malfunctions was the pilot valve was leaking.